Event description:
Dexcom has changed an adhesive used in their cgm sensors. They did not notify users that anything was changing, and I've had a serious allergic reaction. There are related groups and petitions online. When calling dexcom, they will not provide an ingredient list for the adhesive. I have been told that it has latex and does not have latex from different representatives. I understand that I do not have to use the sensors. I would just like the company to have to provide information and track the problem internally. I'm working with a dermatologist who thinks the reactions look similar to burns. For reference, I do not have sensitive skin. I've never been allergic to anything aside from this. I'm concerned that I'm not even able to figure out what is in the product. FDA safety report ID# (B)(4).